Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with back pain and pelvic pain. On an unknown date, the patient experienced menorrhagia ("prolonged and abnormal menses/heavy menstrual bleeding"). The patient was treated with surgery (hysterectomy in order to remove the essure implants). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine perforation to be related to essure (ess205). The reporter commented: since her removal surgery, most of plaintiffs symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils had occluded the fallopian tubes in late 2007, plaintiff underwent tests and it was deterntiined that the essure had migrated and perforated plaintiff's uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.